Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge dropped from 60% to 25% while connected to a power source. The battery gauge later jumped from 50% to 100%. The customer's blood glucose level was 124 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.